Manufacturer narrative:
Evaluation by a zoll field service technician was performed on the device onsite based on the customer?s report. A device log review confirmed a low battery condition, which led to the device powering down as intended. The device appropriately alarmed with two low battery warnings and a shutdown warning, documented prior to power loss. Full functional testing revealed the device was operating as intended and there was no fault found with the device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.